Manufacturer narrative:
Device not returned.

Event description:
Patient's legal representative stated pain, urinary problems, dyspareunia, bowel problems, urge incontinence, fecal incontinence, irritation, obstructive voiding pattern.